Event description:
It was reported that during a total thyroidectomy procedure, the focus had only been in operation for a few moments. It was noticed that the jaw was starting to melt; some plastic was left on the patient's tissue inside the wound. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.